Manufacturer narrative:
Investigation has not been completed. We will follow up again with full results.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.